Event description:
Same case as MFR report #: 2134265-2013-02491. It was reported that following a stenting treatment procedure, in-stent thrombosis occurred. The patient presented with an emergent myocardial infarction. The initial procedure treated the 100% stenosed target lesion located in the moderately calcified and mildly tortuous right coronary artery. After pre-dilation, two overlapping veriflex stents [4.0x20mm, 4.0x12mm] were deployed. Post dilation was performed and the stents were well expanded and well apposed. An hour later, the patient experienced chest pain and was brought back to the cath lab. Intravascular ultrasound revealed thrombosis and plaque protruding through the stent. Angioplasty was performed and placement of a 5.0x13mm non-bsc stent. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).